Event description:
Hazardous incident. My purmist, handheld steam inhaler registered trademarks as follow, owned by vapore, llc. (B)(4). Other patents pending worldwide. Designed by vapore in (B)(4), assembled in (B)(4). There have been 5 units. Purchased from: (B)(6) store. One of 5 failed units. Product was not damaged. Repaired or modified before the incident. Please note vapore, llc has 1 unit and has not refunded money.